Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced events on (B)(6) 2025. The tubing came apart at site. The pump was near the site and infusion set was used for twelve hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country:united states. Initial and final MDR (B)(4) - device 2 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4), MDR 3003442380-2025-03765. Correction: this MDR is being submitted to correct the submitted expiration date under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch: 6009739 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the tubing connector detached from infusion set (cannula part/base piece). Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: static pull base-connector according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: click according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot: 6009739 was manufactured according to the wi version 98 and packaging in the machine 14, on 25/oct/2024, with a total of (B)(4) units. Welding: the lot: 4k02950 was assembled according to the wi version 34 on-line inspection for welding machine ls07 and ls06 on 21-oct-2024, with a total of (B)(4) units each. The lot: 4k02940 was assembled according to the wi version 34 on-line inspection for welding machine ls07 and ls06 on 06-nov-2024, with a total of (B)(4) units each. Gluing of connector: the lot: 4k01140 was glued according to the wi version 37, line 03 on 18-oct-2024, with a total of (B)(4) units each. The lot: 4k1141 was glued according to the wi version 37, line 3 and 05 on 19-oct-2024, with a total of (B)(4) units each. The lot: 4k01142 was glued according to the wi version 37, line 03 and 05 on 20-oct-2024, with a total of (B)(4) units each. The lot: 4k02882 was glued according to the wi version 37, line 3 on 20-oct-2024, with a total of (B)(4) units each. The lot: 4k02898 was glued according to the wi version 37, line 3 on 01-nov-2024, with a total of (B)(4) units each. The lot: 4k02899 was glued according to the wi version 37, line 3 on 01-nov-2024, with a total of (B)(4) units each. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code tubing connector detached from infusion set (cannula part/base piece) and lot: 6009739 and no more complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.